Event description:
It was reported that the device was in backup mode during an in clinic follow-up. No intervention has been performed at this time to resolve the event due to the current health of the patient. The patient was in stable condition and will continue to be monitored.